Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was over 600 mg/dl and that she did not receive any alarm beforehand. The customer also stated that she experienced bent cannulas. Troubleshooting was done. Advised to change the infusion set. Reviewed recommended insertion technique with customer. The customer also mentioned that she had issues with the serter because the serter felt like it was worn out. The customer stated the tabs on the serter did not push together. The customer stated that the serter was two years old. Advised to return the serter. Advised that a replacement serter would be sent. Nothing further reported.